Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted that tissue was entwined in the helix and dried blood and tissue were present around the helix. The lead tip and helix were intact and appeared undamaged. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient complained of plural chest pain. Upon interrogation the right ventricular (rv) lead exhibited loss of capture and no sensing. An x-ray was taken which revealed the lead had perforated the heart wall. A revision procedure was performed where the perforation was viewed under fluoroscopy. During the revision the lead was explanted and replaced. No additional adverse patient effects were reported.